Event description:
It was reported that oversensing was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the noise was not determined.